Manufacturer narrative:
The suspect product was not returned for evaluation. We have made several attempts to have the product returned. DHR has been reviewed and the wheelchair was built according to specifications on (B)(6) 2011. However, the DHR associated with this wheelchair was built for a different end user. Further investigation revealed that this wheelchair was sold to the complainant on (B)(6) 2014. The condition of the wheelchair re-issued to the complainant could not be verified. Based upon communication between the permobil rep and complainant, the complainant was relying on the suspect backrest cushion to prevent pressure sores; which is not included with the intended use of this backrest cushion. The missing information within this MDR was attempted to be obtained through communication with the end user but unsuccessful at this point. If additional information is received a follow up MDR will be filed.

Event description:
Client reports receiving a pressure sore which they claim was caused by the backrest and back cushion.